Manufacturer narrative:
Analysis confirmed the customer comment of broken atrial and ventricular ports broken and additionally noted that the lower case was also broken, the hanger was cracked, one case plug was damaged (tool marks) and one case screw and one hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular ports were broken. The generator was returned for service. There was no patient involvement.